Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that he was implanted a while ago and then two summers ago he had it redone. Caller mentioned that he started off with a competitor's implant, and thought that the implant he has now is a medtronic device. Caller did not have any external devices with him or an ID card. Caller then said that on his controller there is a surgery mode, and an MRI mode. Caller then added that he had seena code on the controller "do not recommend surgery at this time because there is a suspected pulled lead or something wrong with the leads". Event date was provided as (B)(6) 2019. Caller also wanted to know if there are any other companies with spinal cord stimulators. Caller was redirected to their hcp to confirm device information. Caller was unable to be found in the system.